Event description:
The customer reported that during a diagnostic laparoscopy, two different ls1037s (see MFR report number 1717344-2011-00143 for other device) locked on tissue and had to be cut out of tissue to be removed and then the tissue was cauterized. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. Date of follow-up report: (B)(6)2 011. Date of supplemental 02: (B)(6) 2014. A visual inspection of the device revealed tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00238.